Event description:
On (B)(6) 2013, it was reported that around 3:00 am, the patient's blood glucose level was 520 mg/dl and he administered 10 units of insulin. At 7:00 am, his blood glucose level was 520 mg/dl and he administered 10 units of insulin. At 8:00 am, the patient changed the insulin cartridge and infusion set. At 12:00 pm, his blood glucose level was 420 mg/dl and he administered 10 units of insulin. At 1:25 pm, he switched to a different infusion device and his blood glucose levels returned to normal. The patient thinks that his primary device does not deliver enough insulin. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Infusion device was replaced and was requested to be returned for product evaluation.

Manufacturer narrative:
The delivery accuracy of the insulin pump was tested within the pump drive test on the diagnostic test system and meets the specifications. The technical investigation gave no evidence that the device did cause or contribute to the condition reported by the patient.

Manufacturer narrative:
The incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.

Manufacturer narrative:
The incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.